Manufacturer narrative:
Section h3: device evaluation was included in initial report.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the drive line confirmed wire damage that could have contributed to the low speed events (including pump stops) and hazard alarms that were observed in the submitted log file. A distal end drive line replacement was performed by a technical services representative. Approximately 15.25¿ of the external portion/distal end of the drive line was returned. The pins of the metal connector appeared free from deformation. The drive line was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the drive line revealed a tape repair and a tear to the outer silicone jacket, approximately 2.5¿ from the metal connector. The tape repair, outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the drive line in order to evaluate the underlying wires. Visual examination revealed a breach to the orange wire, approximately 2.75¿ from the metal connector. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the drive line was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the patient's log files could have resulted from a short to ground if the exposed conductors of the orange wire contacted the metal braided shield while the patient was supported by the mobile power unit (mpu). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had called yesterday with a controller fault alarm. On thursday the patient had a controller fault alarm on their primary controller and was changed to their backup then on saturday the patient had another controller fault alarm on their backup controller. The log file showed low speed, low flow and pump off. The patient does not remember but believes they were on the power module at the time. The patient's drive line was intact but there was a cut in the outer coating silicone. Tech services was on site (B)(6) 2019 for a drive line repair. X rays were viewed on site and only showed the internal portion of the drive line. The entire external portion of the drive line was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur.